Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)- the clinician reported that the dental implant was placed in the patient's mouth, in ada site #23 for 6 months. Hygiene around the implant was excellent. Trauma/accident was involved in the event. The patient has controlled diabetes mellitus. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the dental implant was placed in the patient's mouth, in ada site #23 for 6 months.hygiene around the implant was excellent. Trauma/accident was involved in the event. The patient has controlled diabetes mellitus. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that the dental implant was placed in the patient's mouth, in ada site #23 for 6 months. Hygiene around the implant was excellent. Trauma/accident was involved in the event. The patient has controlled diabetes mellitus. There were no reported patient injuries or complications.